Manufacturer narrative:
Additional information: section d9: device available for evaluation ¿ yes, returned to manufacturer on 01/06/2022 section h3: device evaluated by manufacturer ¿ yes. Device evaluation: the cartridge suspect product was returned for evaluation. Visual inspection under magnification revealed cartridge tip damage. Trace amount of viscoelastic residue was observed inside the cartridge which suggests an inadequate amount of viscoelastic was used during loading and insertion which can contribute to deployment issues. The complaint issue of cartridge tip cracked/damaged was confirmed. However, it cannot be confirmed to be related to manufacturing (refer to previous statement regarding inadequate viscoelastic usage). The complaint issue of uncontrolled delivery could not be confirmed. No product deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) had trouble getting through and then suddenly pushed out. Account's brief description of the event indicated that as soon as the iol pushed out, a piece of the plastic cartridge tip came off and ended up in the patient's operative eye. It was provided that the piece of plastic was successfully removed using a sinskey hook. No further information is available.

Manufacturer narrative:
If implanted, give date: not applicable, as the unfolder is not an implantable device. If explanted, give date: not applicable, as the unfolder is not an implantable device. The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.